Manufacturer narrative:
Na.

Event description:
The customer received questionable results from a coaguchek xs meter for multiple patients. The serial number was requested but was not known. Of the data provided, only the results for one of the patients were discrepant. The result from the meter was 3.6 inr. The patient went to the laboratory within an hour and the result was 2.7 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297792) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.